Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc failed fluid volume accuracy testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. The piston foam was removed and the inspection revealed deteriorated piston foam and a cracked door piston. Test article and piston foam was installed and the device passed the volumetric accuracy test. The evaluation revealed the cause of the failure to be a deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.